Event description:
It was reported that the device delivered shocks due to inappropriate sensing. Low impedance and lead fracture was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received.